Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation starting about 1 month ago. The patient had a return of pain. It was noted the patient's feet and legs were also numb, and the patient was having trouble with his blood pressure. The patient had been on dialysis since (B)(6) 2012 and wondered if that was related to the issue. It was also noted the patient occasionally turned the device on/off. The patient was looking for a new physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1999. Product typ extension, product ID 7434-e, serial# (B)(4). Product typ programmer, patient, product ID 3487a-33, lot# l63855, implanted: (B)(6) 1999. Product typ lead. (B)(4).